Manufacturer narrative:
The affected device has not been returned. A follow up report will be submitted when the evaluation has been completed.

Event description:
The distributor reported a defect in the packaging seal. This was identified during their initial inspection of received product. The device was not sent to a user facility.